Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment on 09-mar-2022. The pump was received with cracked battery tube threads, and cracked case at corner of the belt clip rail near the battery compartment. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The pump was received with blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test due to blank display. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2, force sensor, motor/motor home switch, vibrator motor and battery tube. The j6 connector (internal lithium backup battery) was corroded and broke off the pbca 1. Swapping out test boards confirms blank display is due to corroded pcba 1. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Cosmetic damage was confirmed at back of the pump. Flashing medtronic logo was confirmed during analysis due to corroded pbca 2. Blank display was confirmed. Pump failed to download history files and traces due to corroded electronic assembly. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.